Event description:
It was reported that the patient was feeling a pinching feeling that was causing discomfort around the neurostimulator. This feeling was there regardless of stim being on or off. The neurostimulator had moved from back shoulder area to lower armpit area, and they believed it might be irritating a nerve or muscle. Current impedance measurements were normal. Therapy impedance was 754 ohms and 3.83 ma. This was normal. Follow up reporting noted that everything was fine with the system. Coverage was great. The patient was unhappy with battery location and will be following up with surgeon. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65 lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# (B)(4) implanted: explanted: product typ programmer. (B)(4).